Event description:
We had an incident in the operating room (or) during a robotic sleeve gastrectomy, where during the procedure, the surgeon noticed a piece of white plastic inside the abdominal cavity. This plastic was removed, and the team searched for where this plastic could have originated from. The surgeon pointed out that during the initial insertion of the laparoscope, they had noticed a fuzziness on the scope tip but attributed it initially to tissue/blood. The scope was cleaned, and the issue did not present itself after that. The plastic involved was found during the latter half of the procedure. This observation made the team look at the scope warmer and through manually opening a clean scope warmer, the same type of plastic was noted. The scope warmer from the case was dismantled at the request of the surgeon and missing plastic was confirmed. All pieces have been saved in case further investigation is needed. The room was searched, and other sources of plastic evaluated to determine the most likely source. During a procedure, the scope is inserted into the laparovue to assist in cleaning, and we think this is when the plastic adhered to the scope (scope fuzziness as mentioned before). Review of this event identified that the cleaning port on the scope warmer was punctured directly with the scope, rather than using the qtip provided with the kit, as recommended by the manufacturer. It is unclear whether this contributed to the piece of plastic breaking off. While the instructions state to use the qtip, perhaps there is opportunity to better cue users to perform this step through the design of the warmer so users do not have to rely on the IFU, which is not typically referenced at the time of use.